Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a heart bypass surgery. During the procedure the atrial lead dislodged, the lead was repositioned successfully. The patient is doing well and will continue to be monitored.